Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty. Intra-op, during balloon inflation in the thoracic vertebra t11, the balloon did not resist and leaked the contrast when the amount reached 3 ml, and 200psi. Then the doctor used another balloon of the same size and the same thing happened. The doctor made it to restore the vertebral height. The event did not preclude the conclusion of the procedure for both vertebras. The 2 balloons used on t11 created enough space to the procedure could continue. When treating vertebra l1, the balloon could be inflated properly. The product came in contact with the patient. No patient complications were reported.